Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the insertable cardiac monitor (icm) was failing to interrogate. Technical service was contacted to resolve the event. The icm was successfully interrogated. The patient was in stable condition.